Manufacturer narrative:
(B)(4) the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report address the issue of leak at the connection site of the cassette causing system error (se) 2240 alarm (air in line). The customer contacted baxter's technical service center to report an issue of se 2240 which occurred on home choice (hc) during use during dwell 4 of 5. The home patient (hp) stated that the hp was connected and not all bags were properly spikes and connected. The hp stated that the supply bag was leaking at the connection to the supply line of the cassette. There was no patient line extension use. There were no open clamps on any unused supply lines and the supplies were not reused. The hp had disconnected sometime prior to the alarm and reconnected himself. The baxter technical representative (tsr) assisted the hp to clear the alarm the hp discontinued the therapy for that day. The tsr advised the hp to inform the registered nurse (rn).there was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.